Event description:
It was reported that the customer had questions about the extreme alarm settings, as they were unable to get red alarms. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.